Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of (B)(4) study ID #(B)(4). This complaint is being reported based on the event of pneumonia treated with medication. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. The procedure was completed with this device and there was no malfunction with the device. The patient had a pre-scheduled planned hospitalization from (B)(6) 2014. There were no issues reported during this planned hospitalization. On (B)(6) 2015, the patient was seen in the emergency room and was noted to have pneumonia. The physician judged this event as non serious and the patient was treated with "medication other than systemic steroids as treatment." (The exact name of the medication was not provided). No hospitalization was required. The current condition of the patient was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) study ID #(B)(4). This complaint is being reported based on the event of pneumonia treated with medication. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. The procedure was completed with this device and there was no malfunction with the device. The patient had a pre-scheduled planned hospitalization from (B)(6) 2014. There were no issues reported during this planned hospitalization. On (B)(6) 2015, the patient was seen in the emergency room and was noted to have pneumonia. The physician judged this event as non serious and the patient was treated with "medication other than systemic steroids as treatment." (The exact name of the medication was not provided). No hospitalization was required. The current condition of the patient was reported to be stable. Additional information received on august 11, 2015. On (B)(6) 2015, the patient recovered from pneumonia.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.